Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was attempted in the right ventricle and not implanted. During the procedure the lead was placed and the physician experienced difficulty extending the lead. After over thirty turns, the helix did extend but not fully. The lead moved out of position and when the physician attempted to reposition it, they were unable to retract the helix. The physician then took the lead out of the body, where they rotated the helix counter clockwise and it remained stuck. No adverse patient effects were reported.